Event description:
It was reported that a moderately calcified lesion was located at the proximal lad. A balance middleweight guide wire was used to cross the lesion and a balloon catheter was used to predilate the lesion at 14 atm. A vision was then deployed at 14 atm. The stent was post-dilated with a balloon catheter at 20 atm. This was followed by one more post-dilatation with another balloon catheter at 12 atm. The final check an angiogram revealed a 30-40% residual restenosis. The pt developed thrombus after three days and was sent for surgery.